Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact the customer¿s blood glucose.